Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The event occurred due to a broken charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It is likely the ccd unit broke due to handling by the user. The event can be detected by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction based off additional information provided by device evaluation. Updated field: g3.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the endoeye flex 3d deflectable videoscope had image distortion or noise caused by contact with the connector. The issue was found during preparation for use, the intended diagnostic procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: there was no image / the 3d image was abnormal due to a broken charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image / the 3d image was abnormal due to a broken charged coupled device unit. Additional findings include the following: the bending section cover adhesive was floating, and the video cable was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.